Manufacturer narrative:
Zoll medical corp has received the prod and will be providing a follow- up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a pt (age and gender unknown) and monitoring blood pressure and oxygen saturation, the device began to auto-analyze and automatically charged energy on its own while ECG or defib electrodes were not attached. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.